Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 600 mg/dl. The customer stated that she did not get a no delivery alarm. The customer stated that she experienced vomiting, dehydration and a swollen tongue. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting, and requested a replacement insulin pump because she felt that she should've received a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.